Manufacturer narrative:
The lot was manufactured from april 5, 2019 - april 8, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. There was no evidence of leak on or in any parts of the entire device. The blue winged luer cap was observed to be securely tightened without evidence of wetness or leak. The bag that contained the device was also dry. Functional testing was performed by filling the device with green colored water and monitored until the next day. No signs of leak were observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked between the luer adaptor and the blue winged luer cap. This occurred after filling at the hospital. There was no patient involvement. No additional information is available.